Event description:
Patient alleged that device delivered an inaccurate bolus amount. Patient tried to give themself 2 u of insulin, but the device gave 14.7 u of insulin. Patient ate extra food to prevent blood glucose from decreasing. Patient will switch to their back-up device.